Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40mg/dl. Patient's current blood glucose value: 345 mg/dl. The customer did not mention any symptoms of their blood glucose levels. Troubleshoot declined for their blood levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue at the time of the call. The product was returned for analysis.